Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was multiple sclerosis and intractable spasticity. Magnetic resonance imaging was performed. A motor stall occurred on (B)(6) 2014 at 11:46 and motor stall recovery occurred on (B)(6) 2014 at 11:46. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.